Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 11/03/2015. The fse found that one of the check valves from the wbc bath was faulty. The fse replaced the faulty check valve, which repaired the leak. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a leak from the coulter act diff analyzer while running reproducibility. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.